Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant's investigation. There is no documentation in the medical record that indicates there was a causal relationship between the liberty cycler and the inguinal hernia.

Event description:
It was reported that the patient, a (B)(6) year old male, was admitted to the hospital (B)(6) 2016 for observation and dialysis following diagnostic laparoscopy with bilateral indirect inguinal hernia repair with plug and mesh. Approximately 6 days prior to this surgery, the patient was noted to have bilateral scrotal swelling with swelling of the perineum and the lower abdominal wall during the operation of dialysis. A CT scan showed bilateral inguinal hernias. The surgery was uneventful. The patient also had postop urinary retention, which was treated with a straight catheter. Patient was discharged (B)(6) 2016.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.